Event description:
It was reported that during a da vinci-assisted surgical procedure the vessel sealer instrument jaws did not respond as expected to the master tool manipulator (mtm) input during a surgical procedure. Troubleshooting involved reviewing live logs, which did not show any errors. The user was instructed to reboot the system after the case to address the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that during the procedure, the surgeon experienced a motion issue with the vessel sealer (vse) in which the instrument jaws did not respond as expected. While attempting to spread or flutter the jaws, small movements made at the hand controls were not reflected by the instrument itself. The issue was observed between the master tool manipulators (mtms) and the vse, as the vse did not respond appropriately when the mtms were moved. At the time of the issue, the surgeon¿s head remained inside the surgeon console, and the surgeon did not remove their hands from the hand controls. The issue was not resolved during the procedure; although a new vessel sealer was opened, the same behavior persisted. The surgeon was ultimately able to achieve the desired outcome by using slower, more deliberate movements.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the master tool manipulator (mtm) bumper was not intuitive and the spring was abnormal during mtm calibration. Fse replaced the mtm due to instrument not responding correctly while pressing first bumper. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found the issue was confirmed in system logs and successfully replicated on an surgeon side console fixed test platform (sftp) system. No visual defects related to the reported issue were identified during inspection. Functional testing on the sftp system resulted in failure on axis 8. An aba swap was performed on the gimbal, confirming the opto buttons assembly as the root cause of the failure. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.